Event description:
As reported, a crack with fluid leakage was found in a 5f ver135° 100cm tempo aqua diagnostic catheter during preoperative inspection from the luer taper. The angiographic catheter was replaced. There was no reported patient injury. The procedure was completed using another 5f ver135° 100cm tempo aqua diagnostic catheter. No anomalies were noted when the device was taken out of the package or during or after device preparation. The device was intact after use. The device was inspected prior to opening the package. The procedure type was interventional. The device was stored and prepared per the instructions for use (IFU). The user was trained to the device. The hospital reported this case as an adverse event to the china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.